Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging an intermittent power issue with the pump. The patient reportedly attempted to use 2 new lithium batteries from different packages and the pump self-rebooted. Allegedly, the battery indicator revealed two bars after both times the battery was replaced. Reportedly, prior to the prime step, the pump rebooted and displayed the "hourglass" and then went to verify-screen. The patient reportedly replaced the battery cap every 6 months, changed the cartridge and cannula and had checked the pump settings. There was no indication of visible damage found to the battery cap or battery compartment. There was no reported adverse event associated with this complaint. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/20/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 11/03/2016 with the following findings: review of the black box data revealed one unexpected power on reset event dated (B)(6) 2016. The battery cap and compartment were intact and without damage or defect. During the investigation, the battery cap was fastened and then unscrewed ½ turn with no reboots occurring. ¿ez-prime¿ steps were performed correctly. No power interruption occurred during the investigation. Unable to duplicate ¿intermittent power¿ complaint during the investigation. The pump¿s cover was removed; no intermittent condition was found to the power printed circuit board. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.